Manufacturer narrative:
UDI-di was inadvertently omitted in previous submission.

Event description:
Report received of a malfunction resulting in a manual toothbrush bristle disengagement. On (B)(6) 2021, while in the hospital, an independent patient used a manual toothbrush to perform oral hygiene. The reporter stated during use of the product ¿several¿ bristles disengaged inside the patient¿s mouth. Reporter stated the patient was able to successfully remove all of the disengaged bristles and no injury occurred. Lot information and product were provided for evaluation. Although requested, no additional information was available.

Manufacturer narrative:
Reporter provided photograph and the involved device. The visual inspection of the provided photograph showed one (1) toothbrush outside of the packaging. The bristles appear to be very disarranged and majority of the bristles appear askew. From looking at the photograph, it is unknown how many bristles are missing due to the disengagement. The visual inspection of the returned product appeared representative of the device shown in the photograph provided by the reporter. It appeared that many bristles had been missing, as there were gaps in the holes of each bundle. Also, the bristles were able to be pulled out of the toothbrush head easily with minimal effort. The third party supplier of the involved product was contacted for additional investigation. Third parties investigation showed he nylon level in the loading rail was too low for the push arm to provide adequate pressure on the nylon to keep it packed tight enough for the picking arm to secure the proper amount of nylon. The root cause of the bristle disengagement, determined by the third part supplier, is a production/process controls issue.

Event description:
Report received of a malfunction resulting in a manual toothbrush bristle disengagement. On (B)(6) 2021, while in the hospital, an independent patient used a manual toothbrush to perform oral hygiene. The reporter stated during use of the product ¿several¿ bristles disengaged inside the patient¿s mouth. Reporter stated the patient was able to successfully remove all of the disengaged bristles and no injury occurred. Lot information and product were provided for evaluation. Although requested, no additional information was available.

Manufacturer narrative:
Investigation ongoing.

Event description:
Report received of a malfunction resulting in a manual toothbrush bristle disengagement. On (B)(6) 2021, while in the hospital, an independent patient used a manual toothbrush to perform oral hygiene. The reporter stated during use of the product ¿several¿ bristles disengaged inside the patient¿s mouth. Reporter stated the patient was able to successfully remove all of the disengaged bristles and no injury occurred. Lot information and product were provided for evaluation. Although requested, no additional information was available.